Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received motor error alarm. Customer's blood glucose value was unknown. Customer stated that they got message on the insulin pump saying low reservoir. Customer stated that they tried to push a button, but he was stuck. The device will not be returned for analysis.